Manufacturer narrative:
The unit passed rewind, basic occlusion, occlusion, prime, compromised force sensor error, excessive no delivery alarm and displacement test. There was no motor error alarm. Motor passed motor test. The insulin pump had a minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip.

Event description:
It is reported that customer has received a motor error alarm and excessive no delivery alarms. Customer's blood glucose was 378 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).